Event description:
It was reported by the customer that during a surgery, the attachment heated up and burnt the pt. After several attempts for additional info, we were unable to gain any info regarding the alleged burn. At this time, we do not know the severity, treatment or any possible long term affects.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation, the front bearing was overheating during testing after a few seconds. The attachment was disassembled and visually examined. During the visual examination, it was noted that the components inside were very corroded. The overheating of the attachment was most likely caused by improper sterilization practices at the account. If standing water is left in the attachment due to inadequate dry time or corrosive chemicals are used during cleaning, the attachment can become corroded. Once the internal components are corroded they can cause increased friction during use and eventually become hot.